Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was getting good stimulation, but it stopped on (B)(6) 2018. The manufacturer representative tried different programming combinations and the patient didn¿t feel any stimulation. It was reported that the patient had ¿slightly low¿ impedances of 350 ¿ 550 ohms. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. The main component of the system; other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 2021-nov-21, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). The rep reported the patient's paddle lead came out of the epidural space and was "free floating." The doctor was doing a revision to secure it back in the space. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-08-08. It was reported a new paddle lead was placed (B)(6) 2018. The caller stated that it hurts her to sit on a chair and it burns and cuts her since then. After the paddle that day it was supposed to be wired up, but it was determined that the paddle fell and they had to revise it (B)(6) 2018. For the pain she is having to get some warm patches to help with the pain and she has been living with this since (B)(6). No further complications were reported/anticipated. See related (B)(4) for information related to burning sensation at ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Additional information was received from a manufacturer representative (rep) on 2018-mar-16. It was reported that the revision fixed the low impedance situation and the patient had stimulation with no issues at the time of the report. There were no further complications reported or anticipated.